Manufacturer narrative:
The customer performed a comparison between modules with samples of known values and the results were within the expectations. The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
The qc results on the day of the event were within range. The field service engineer checked the analyzer and did not find any issues. The customer performed sample comparisons with another analyzer and the results were acceptable. Calibration and qc results performed afterward were acceptable. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.2 results from the cobas 8000 cobas c 502 module. Patient 1 initial result was 12.26% and the repeat result on 11-apr-2021 on another analyzer was 5.46% patient 2 initial result was 12.36% and the repeat result on 11-apr-2021 on another analyzer was 5.48%. No questionable results were reported outside of the laboratory. The repeat results were believed to correct. The reagent lot number was 488850. The expiration date was requested but was not provided.